Event description:
Same case as: 2134265-2015-02375. Reportable based on analysis completed on 17mar2015. It was reported that the wire was kinked. The severely calcified target lesion was located in the mid left anterior descending artery (lad). An unspecified size rotawire was advanced to the target lesion. A previously used unspecified guidewire was exchanged with this device using a non bsc microcatheter. Upon advancement of the device to the peripheral portion of the target lesion, it was noted that the device was not rotated properly. The wire was then removed from the patient and it observed that the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed the spring tip was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. Visual inspection noted the body fractured and kinked. Moreover, the distal section (spring tip) was not returned (2.0cm approx.). Evidence of wear reduction was found indicating that the burr was in contact with the wire. The guidewire overall length was out of specification since the distal section was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).